Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. The device was received by the manufacturer and evaluated. This reported problem was confirmed. The defect reported by the customer has been verified and repaired. As per the service report, the following defects were found: damaged optics and distal tip, bent and dented tube, cloudy/foggy image and recessed fiber. The measures used for repairing the defects are listed as follows; the objective and objective window were replaced. Internal scope cleaning and polishing of distal fibers were performed. Further information regarding the cause of the defect has not been provided to help determine a root cause for this failure. While it is possible that user mishandling could cause the reported problem with the device, the root cause for this failure cannot be determined. A review of the device history record indicated that this lot of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. The device has been repaired and restored to full functionality. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by the sales rep that during an unspecified surgical procedure, it was observed that the arthsco,4/140_30_qik/strkr hub device was spotty. As a result, there was a one minute delay to swap the device with another mitek scope. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.